Event description:
It was reported that the patient experienced less than 50% therapy relief on their right side from the implantable neurostimulator (ins). Impedance measurements were low (64 ohms at 234 microamp) on electrode #4 and it was reported that the ins battery had depleted prematurely. Follow up information received reported that a revision procedure was performed on (B)(6) 2012 where a new ins and pocket adaptor were placed. Impedances measurements were still out of range. It was then observed that the extension component of the device system was damaged and was replaced. Following the procedure, the patient was reported as receiving effective therapy.

Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found the body and outer insulation had a breached depression.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748951, serial# (B)(4), explanted: (B)(6) 2012, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.